Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Product requested, not yet received.

Event description:
During an acl repair procedure the reamer fractured. The fractured pieces were removed without delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The supplier holds reporting responsibility, and the previous report was submitted in error and will be voided.